Manufacturer narrative:
At this time, the product has not been returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead was explanted due to high pacing thresholds, undersensing and low amplitude measurements. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return.

Manufacturer narrative:
At this time, the product has not been returned. If information is provided in the future, a supplemental report will be issued. Subsequently, the lead was returned and analyzed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high capture thresholds, low amplitude and/or undersensing.

Event description:
It was reported that this right ventricular lead was explanted due to high pacing thresholds, undersensing and low amplitude measurements. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead was returned and analyzed.